Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the reported incident of a damaged guidewire was confirmed, but the exact cause of the complaint is unknown. One 0.018¿ x 135cm guidewire was returned for investigation. The proximal end of the guidewire was received in its hoop. The tip straightener was removed from the hoop and was not returned for investigation. The core wire extended 7cm from the proximal attachment point of the coil wire. The coil wire was stretched and unraveled over the fractured end of the core wire. The core wire broke 5.5mm from the distal weld tip. The fractured ends of the coil wire were stretched and exhibit necking, which is indicative of a tensile break. This type of damage can occur if the guidewire becomes lodged in a needle and retracted through the needle; however it was reported that the guidewire was not used and was noted to be unraveled when a new kit was opened. No manufacturing related defects were noted on the complaint sample. The weld tip was intact. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt1806 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the package was opened the guidewire was unraveled. Device was not used on patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported that when the package was opened the guidewire was unraveled. Device was not used on patient.